Event description:
Customer reported via phone, the insulin pump had alarmed button error and none of the buttons were responding. Customer's blood glucose was 52 mg/dl. Customer stated the device might have been exposed to sweat, as she was experiencing a low and was sweating. She wasn't feeling well but she treated with two glucose tablets and a glass of juice. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm was noted during testing. The device had minor scratches on the lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, and broken belt clip slot.